Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure coil seems to be in a somewhat eccentric position/ entire length of the essure coil was in the fallopian tube") and device dislocation into abdominal cavity ("migration of the right essure into the left abdominal cavity") in a 57 year-old female patient who had essure inserted (lot no. 872994) for female sterilisation. The patient had a medical history of abdominal tenderness, pelvic pain and endometriosis. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required) and device dislocation into abdominal cavity (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopy bilateral salpingectomy). The reporter considered device dislocation and device dislocation into abdominal cavity to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2023: genitourinary: left tubal occlusion device appears mildlt eccentric ti the presumed falloipian tube. Right tubal occlusion device migrated to the mid left abdomen axial images 112-123. Adnexa appear symmetric. Impression: 1. Similar misty mesentery in the left abdomen with prominent mesenteric lymph node, which can be seen with mesenteric panniculities. No retroperitoneal or pelvic lymphadenopathy smw patent. 2. Migration of right tubal occlusion device in to the left abdomen. Left tubl occlu [laparoscopy] on 20-mar-2023: there was an essure tubal occlusion device in the left fallopian tube. Consistent with previous imaging, there was not a coil in the right fallopian tube. The left fallopian tube was grasp with the davis & geck grasper and placed under gentle tension for inspection; dr.could tell that the entire length of the essure coil was in the fallopian tube and not traversing the myometrium into the cornua. The gyrus harmonic scalpel device was used to dissect it away from the adjacent ovary and transect across the diameter of the tube near the cornua of the uterus. The right fallopian tube was then grasped and removed in a similar fashion. The entire abdomen was surveyed, including inspection of the bowel, and the second tubal occlusion device could not be identified. The presumption is that it must be buried underneath the peritoneum somewhere. [Pathology test] on (B)(6) 2023: final diagnosis 1. Fallopian tubes, bilateral: bilateral fallopian tubal lumen identified. Gross description: the specimen consists of two fimbriated fallopian tube segments. One segment is arbitrarily designated "a" and measures 4.1 cm in length by 0.6 cm in diameter, the serosal surface is tan-pink with tube to tube adhesions. The cut surface is unremarkable. Segment "b" (presumed left) measures 6,2 cm in length by 0,5 cm in diameter. The serosal surface is tan-pink with distal tube. To tube adhesions. The cut surface has a metal coil device in the proximal 3.3 cm of the lumen. Representative sections of segment "a" are submitted in block 1a. Representative sections of segment "b" are submitted in block 1b. Lot number: 872994 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. 10-jan-2024: upon internal review, the reported terms were updated to reflect the abnormal location of both coils. Uterine perforation was recoded to device dislocation into abdominal cavity. Laparoscopic findings were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / migration of right tubal occlusion device in to the left abdomen.") And uterine perforation ("migration of right tubal occlusion device in to the left abdomen.") In a 57 year-old female patient who had essure inserted (lot no. 872994) for female sterilisation. The patient had a medical history of abdominal tenderness, pelvic pain and endometriosis. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required) and uterine perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopy bilateral salpingectomy). The reporter considered device dislocation and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2023: genitourinary: left tubal occlusion device appears mildlt eccentric ti the presumed fallopian tube. Right tubal occlusion device migrated to the mid left abdomen axial images 112-123. Adnexa appear symmetric. Impression: similar misty mesentery in the left abdomen with prominent mesenteric lymph node, which can be seen with mesenteric panniculitis. No retroperitoneal or pelvic lymphadenopathy smw patent. Migration of right tubal occlusion device in to the left abdomen. Left tubl occlu [pathology test] on (B)(6) 2023: final diagnosis. Fallopian tubes, bilateral: bilateral fallopian tubal lumen identified. Gross description: the specimen consists of two fimbriated fallopian tube segments. One segment is arbitrarily designated "a" and measures 4.1 cm in length by 0.6 cm in diameter, the serosal surface is tan-pink with tube to tube adhesions. The cut surface is unremarkable. Segment "b" (presumed left) measures 6,2 cm in length by 0,5 cm in diameter. The serosal surface is tan-pink with distal tube. To tube adhesions. The cut surface has a metal coil device in the proximal 3.3 cm of the lumen. Representative sections of segment "a" are submitted in block 1a. Representative sections of segment "b" are submitted in block 1b. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure coil seems to be in a somewhat eccentric position/ entire length of the essure coil was in the fallopian tube") and device dislocation into abdominal cavity ("migration of the right essure into the left abdominal cavity") in a 57 year-old female patient who had essure inserted (lot no. 872994) for female sterilisation. The patient had a medical history of abdominal tenderness, pelvic pain and endometriosis. Essure was removed on (B)(6)2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required) and device dislocation into abdominal cavity (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopy bilateral salpingectomy). The reporter considered device dislocation and device dislocation into abdominal cavity to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on 23-jan-2023: genitourinary: left tubal occlusion device appears mildlt eccentric ti the presumed falloipian tube. Right tubal occlusion device migrated to the mid left abdomen axial images 112-123. Adnexa appear symmetric. Impression: 1. Similar misty mesentery in the left abdomen with prominent mesenteric lymph node, which can be seen with mesenteric panniculities. No retroperitoneal or pelvic lymphadenopathy smw patent. 2. Migration of right tubal occlusion device in to the left abdomen. Left tubl occlu [laparoscopy] on 20-mar-2023: there was an essure tubal occlusion device in the left fallopian tube. Consistent with previous imaging, there was not a coil in the right fallopian tube. The left fallopian tube was grasp with the davis & geck grasper and placed under gentle tension for inspection; dr.could tell that the entire length of the essure coil was in the fallopian tube and not traversing the myometrium into the cornua. The gyrus harmonic scalpel device was used to dissect it away from the adjacent ovary and transect across the diameter of the tube near the cornua of the uterus. The right fallopian tube was then grasped and removed in a similar fashion. The entire abdomen was surveyed, including inspection of the bowel, and the second tubal occlusion device could not be identified. The presumption is that it must be buried underneath the peritoneum somewhere. [Pathology test] on 20-mar-2023: final diagnosis 1. Fallopian tubes, bilateral: bilateral fallopian tubal lumen identified. Gross description: the specimen consists of two fimbriated fallopian tube segments. One segment is arbitrarily designated "a" and measures 4.1 cm in length by 0.6 cm in diameter, the serosal surface is tan-pink with tube to tube adhesions. The cut surface is unremarkable. Segment "b" (presumed left) measures 6,2 cm in length by 0,5 cm in diameter. The serosal surface is tan-pink with distal tube. To tube adhesions. The cut surface has a metal coil device in the proximal 3.3 cm of the lumen. Representative sections of segment "a" are submitted in block 1a. Representative sections of segment "b" are submitted in block 1b. Lot number: 872994 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.